Event description:
(B)(4). Painful joints, constant nausea, pinching in the lower abdomen, constant bloating(extreme). Inability to move my body flexibly (too painful). Feel like I'm 100 years old. Loss of any sexual appetites (totally gone).